Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus). During procedure, a test was performed to check for fluid leak in the pump, balloon, and cuff. There were no visible leaks in all of the components except the balloon. The balloon had fluid loss due to a small leak where the hard cone part is glued to the balloon part. The aus balloon and cuff were removed and replaced with new ones. No further issues were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.